Event description:
Reagent was 7 hours expired. Unit product was issued and transfused to the patient.

Event description:
Additional information received on 24-oct-2024 for mw5148239. Correction for event date and expiration date. Expired reagents used during qc. Patient was transfused a unit of blood. Former report had incorrect dates. The correct dates are: qc expired on 09/29/2023 and the event happened on 09/30/2023. Also, brand name listed on former report was panoscreen I & ii, was actually panoscreen I, ii, and iii, corqc reagent cells and reagent red blood cells a1 and b.